Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link extension set separated from one end. This occurred during infusion, there was a blood leak (amount not known). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed with no issues noted. Pressure testing and functional testing were performed and failed due to a leak between the tubing and the luer lock assembly. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.